Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was having problems with their stimulator and did not feel the device was working ¿as good as it was.¿ the patient had to self-catheterize more than they had been. The issues had been going on for two days and the patient wanted to see if the programs could be changed or what could be done. It was stated the patient did not want to just change their settings and have it not work. They did not want to leave it on something that would not allow them to empty their bladder. It was indicated the patient was going to wait until they see their follow up healthcare provider in about five days. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bjky, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and about a week prior to (B)(6) 2014 she noticed she was having more issues retaining urine and had to catheterize more. The patient was in the hospital for a kidney infection from (B)(6) 2014 and had a lot of fluid intake. The reason for the hospital stay wasn't related to the therapy. The patient was trying to increase stimulation because she wasn't feeling it as well, but she couldn't get her implantable neurostimulator (ins) to "cut on." There was a problem with the patient programmer, the patient tried changing the batteries the prior day, but the screen was blank. It was the first time the patient had tried using the programmer in nine months and she had tried changing the batteries more than once, but would try again. After changing the batteries, she saw the programming screen after synchronizing. After increasing the setting, the patient could feel the stimulation again. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.